Manufacturer narrative:
Clarification to b3 date of event: partial date 2017. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV; rupture.

Event description:
Patient reported left side capsular contracture baker grade IV and rupture confirmed via ultrasound with "tightness". Healthcare professional later reported left side "hardening". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Patient reported "capsular contracture, baker grade IV", "rupture confirmed via ultrasound" and "tightness". Later healthcare professional reported "hardening" and confirmed the capsular contracture, baker grade IV. This record is for the left side. Device has been explanted.